Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and three (27mm, 24mm, 20mm) watchman flx laa closure devices were attempted but not implanted. The final 20mm device failed to meet the stability tug test and was removed. Later that afternoon, the patient complained of chest pain; however, vital signs remained stable. The patient then returned to the lab with a late pericardial effusion. A pericardiocentesis was performed and 600ml was removed. The patient remained stable and the drain was removed the following day. The patient has been discharged.